Event description:
It was reported to boston scientific that a flexima biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure in the common bile duct performed on (B)(6), 2023. During the procedure, when the guide catheter was pulled, it was found broken. The broken guide catheter was removed in one piece and the procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Correction to block d4: updated lot number and expiration date block h6: imdrf device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was separated, and the push catheter was jammed in the middle section. A microscopic inspection was performed and noted that the guide catheter was pulled from the distal section, and it was found separated. No other problems with the device were noted. The reported event of guide catheter break was confirmed. Considering all available information, the device problems identified during evaluation could have been caused by operational factors such as the technique used by the physician during the guide catheter retraction and/or device manipulation during the procedure. Therefore, the most probable cause is adverse event related to the procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter broken.

Event description:
It was reported to boston scientific that a flexima biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure in the common bile duct performed on (B)(6) 2023. During the procedure, when the guide catheter was pulled, it was found broken. The broken guide catheter was removed in one piece and the procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.